Event description:
Patient reported obtaining a blood glucose result of around 400 mg/dl, while using the suspect device. Patient indicated that he was not feeling well, prompting him to seek treatment at the hospital. Upon arrival in the hospital, patient's blood glucose reportedly measured 890 mg/dl, in the facility's lab. At the same time, patient reportedly measured his blood glucose (using the suspect device), with a result of 480 mg/dl. Patient stated that, shortly thereafter, he "fell into a coma." Patient reportedly awakened 3 days later with a diagnosis of diabetic ketoacidosis and pancreatitis. Patient stated that he was treated with an intravenous insulin solution, in the hospital's intensive care unit. Patient's current condition: "hurting a lot." Technical support requested the return of the suspect product and replacement product was shipped.